Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was further reported that the right atrial (ra) lead was unable to capture. The patient is a congenital heart patient and the lead appeared to have pulled back slightly. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.